Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance measurements. Xray was obtained and it showed that the lead was frayed. Additional information obtained from the field which indicated that the lead also exhibited high pacing threshold measurements. The lead was surgically abandoned. No additional adverse patient effects were reported.